Event description:
The blood glucose device had melting on the 3rd and 4th contacts originally the device would not power on and there was no display when it was docked. There were two contacts missing on the meter and the base. No actions or treatment was reportedly associated with alleged incident. A request had been made for the return of the suspect device and replacement product was sent.